Event description:
The company was informed that the pt's internal device was extruding. The pt underwent revision surgery to reposition the internal device. Advanced bionics is in the process of receiving add'l info and will submit a supplemental report once new info is obtained.